Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 896-high mg/dl; due to carbohydrate ratio needing adjustments. Customer attempted to self-treat with via manual dose injection; however was treated intravenously with fluids of saline and insulin at the emergency room. Customer was released from the emergency room on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.